Event description:
It was reported by the rep that when (1) tsw45 was used during a gastric bypass procedure the device would not fire or cut. The only other information available is that another device was used to complete the case with no consequence to pt.